Event description:
It was reported that the customer's insulin pump had a button error alarm. The customer was able to clear the alarm, and the device started to ramp up the numbers. The mother stated that she removed the battery, and the insulin pump had a frozen display. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.